Event description:
It was reported that an interstim pt experienced acute pain, leg weakness and spasms. The device has never worked for the pt. The pt had her device reprogrammed and a week later her lead migrated. Her device is turned off. The co rep confirmed that the pt had her lead revised and she is doing well.